Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner intraocular lenses limited. As a result of posterior capsure rupture, the healthcare facility were required to perform add'l surgery to remove the lens from the vitreous. Rayner intraocular lenses limited is liaising with the healthcare facility to obtain add'l info on the event. The healthcare facility reports that the medicel (B)(4) injector (lot: 1193g07) was used to implant the rayner iol subject to this report. Medicel has been notified of the report by rayner intraocular lenses limited. Possible root causes of posterior capsule rupture are the injector plunger being advanced too quickly and the user forcing a jammed plunger during iol insertion. It is not possible to determine a root cause of the event at this time due to the limited amount of info that is available to rayner.

Event description:
Rayner intraocular lenses limited rec'd notification from a (B)(6) healthcare facility of an event that occurred during implantation of an unspecified rayner intraocular lens (iol). The healthcare facility reports that the surgeon injected the lens and during injection heard a popping sound. The healthcare professional states that the posterior capsule ruptured during injection and that the lens went into the vitreous.